Event description:
It was reported that a shaft break occurred. While removing the 24mm x 2.75mm promus premier select stent from the packaging, the shaft was broken into two pieces near the hub. The stent did not come into contact with the patient. A second device was used with no consequences for the patient.

Manufacturer narrative:
Device is a combination product. B3: updated. B5: updated.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent deformation occurred. While removing the 24mm x 2.75mm promus premier select stent from the packaging, the "stem" of the stent was confirmed to be broken. The stent did not come into contact with the patient and there were no consequences for the patient.